Manufacturer narrative:
D4 lot number, d4 expiration date and d4 UDI: updated with additional information received.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2026. After the procedure, the patient's blood pressure dropped, which led the physician to identify and drain fluid via pericardiocentesis. The patient became stable afterwards but later passed away. No further information was provided at the time of this report.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 35 mm watchman flx pro closure device was implanted on (B)(6) 2026. After the procedure, the patient's blood pressure dropped, which led the physician to identify and drain fluid via pericardiocentesis. The patient became stable afterwards but later passed away. No further information was provided at the time of this report.